Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 305916 and lot number 2007149. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that an unspecified number of bd safetyglide¿ needles were blocked during use. The following information was provided by the initial reporter: "when trying to use they do not allow air to move out of the vile and are stuck".

Event description:
It was reported that an unspecified number of bd safetyglide¿ needles were blocked during use. The following information was provided by the initial reporter: "when trying to use they do not allow air to move out of the vile and are stuck".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.